Event description:
Dealer states stuck in drive lockout. A call was placed for additional information. It was learned in speaking with the reporter that the end user had reported to him that he was getting periodically locked out. The chair has since been fixed and is in possession of the end-user. No injury.